Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The picture did not show any product, only the package lidstock. The manufacturer could not confirm the defect. The picture showed the package lidstock. No picture of the product or the fuzz was attached to the file. The reported condition was not confirmed. The investigation found the picture showed the package lidstock. No picture of the product or the fuzz was attached to the file. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the sponges had excess fuzz on the cotton that was falling off. There was no patient injury.